Event description:
Device malfunction: suture retrieval issue. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, when the plunger was withdrawn there was no suture present. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4) (B) (4). Device#2: part#12673-05, lot# 84007-6h indicated is being filed under medwatch MFR #. The device is expected to be returned for eval. It has not yet been received.